Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump, allowing for continued use. The customer was advised to call back if any issues reoccurred, which they understood.